Event description:
It was reported that there was a leak at the connection between the supply line of the homechoice cassette and the physioneal bag. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. An under-water pressure test was performed with no issues noted. Functional tests (self-test and priming) were also performed with no issues noted. The reported condition was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.